Event description:
It was reported that the lead exhibited loss of capture at 7.5 v in both configurations. The lead had no sensing in the bipolar configuration and poor sensing in the unipolar configuration. The suture sleeve was not secured causing the lead issues. The lead was replaced.